Event description:
The customer reported that the system displayed a communication error and would not display an image. No patient injury was reported.

Manufacturer narrative:
The ge service representative conducted an onsite investigation. The reported problem could not be duplicated. The circuit boards and associated cables were reseated. The flash memory was reloaded. The system was tested and operates as intended.